Event description:
The reporter stated a collamer lens model cc4204bf was implanted and the trailing haptic tore during insertion. The lens was implanted and removed without patient injury. The reporter believes the lens was damaged by the delivery system. An sfc-25 fp cartridge and the indigo-p injector were used, but the lot numbers were unknown.